Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robot-assisted endoscopic splenectomy procedure on (B)(6) 2024, and ¿it was reported that the power suddenly went out during the surgery. When the doctor noticed, the pneumoperitoneum had fallen, so the details were unclear. The device inserted into the port was not removed when the pneumoperitoneum had fallen, but there was no injury to the patient. In addition, the doctor stated that the pneumoperitoneum had been maintained without any problems before this event occurred.¿. It was not determined whether pneuomoperitoneum was suddenly or gradually lost. Per follow-up assessment, the procedure was completed as normal without the use of an alternate device, and no medical/surgical intervention or extended hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.